Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the drg system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
The lead at s1 was found to have migrated slightly prior to surgical intervention.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-13082. It was reported the patient was experiencing a shocking sensation. Reprogramming was unable to resolve the issue. As a result, the patient will undergo surgical intervention on a later date.